Event description:
Patient representative reported right side " discomfort, hardening, swelling, fatigue, "pain that radiated to the arms", "ripples", capsular contracture baker grade iii, "intense panic and anxiety crisis", and "tissue with microcysts, cysts, apocrine metaplasia, and lesion of columnar cells without atypia". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.